Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation 6/22/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Upon procedure completion, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac ultrasonography. Pericardiocentesis yielded approximately 1000 ml. Patient was transferred to the operating room for a right atrial perforation repair. There is no information regarding patient condition, extended hospitalization, patient outcome, or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.

Manufacturer narrative:
The device was visually inspected and found to be in good condition. The magnetic sensor was tested on the carto. The catheter was properly visualized, and no errors were observed. The force sensor was tested and found to be working properly. Force values were observed within specifications. Electrical testing was performed on the catheter and found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both the temperature and impedance values were observed to be within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use IFU state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer ref no: (B)(4).